Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was repositioned and continues to remain in service. No adverse patient effects were reported.